Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 20/3.0 mm balloon ruptured at six atms on the first inflation. The patient was asymptomatic during the event. The lesion being treated was a 90% stenotic lesion in the left anterior descending coronary artery. The physician used a mach 1 guide catheter and a choice guide wire to cross the lesion. The maverick2 monorail balloon was removed and replaced with another balloon of the same type to successful complete the procedure. No patient injuries or complications were reported.